Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿[chapter 3 preparation and inspection] inspection of the instrument channel and forceps elevator confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Extend the endo-therapy accessory approximately 3 cm from the distal end. Move the elevator control lever in the ¿u¿ direction and confirm that the forceps elevator is raised smoothly. Move the elevator control lever in the opposite direction of the ¿u¿ direction and confirm that the forceps elevator is lowered. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of a clogged channel was confirmed. The instrument channel is clogged with foreign substances. Due to clogging, the tube cleaning brush cannot be inserted. The following additional findings were also noted: bending angle in up direction and the play of up down knob does not meet standard value, chipped adhesive on the bending section cover, cracked adhesive on the bending section cover, white-clouded area on the adhesive of the bending section cover, damaged forceps elevator, assorted scratches, wrinkled universal cord, peeling coating on the connecting tube, and wrinkled connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus during a procedure that a stent was clogged in the channel of evis lucera duodenovideoscope. The device was inspected prior to use and the therapeutic procedure was completed. There were no reports of patient or user harm.